Manufacturer narrative:
(B)(4). Investigation / evaluation during the course of investigation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications, trends and a visual inspection and functional test of the returned product was conducted. Based on the information provided, the back end of the valve leaked, resulting in approximately 300 ml blood lost. It was suggested to put up a bag of pressurized saline but that was not pursued. The manufacturing records were reviewed, and nothing of note was observed. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included hemostatic valve leakage testing. Valve assemblies are manufactured per drawing and are 100% quality control inspected for leakage. The instructions for use (IFU) includes the appropriate instructions for use, contraindications, warnings and precautions for use of this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." It was noted during the course of this investigation that the use of a pressurized saline bag described in the event is not according to the IFU. The returned device was evaluated and it was noted that there were three tears in the webbing of the silicone discs. The captor iris valve was found to be functional. It was determined that there was leakage with a dilator placed through the valve; however, there was no leakage without a dilator placed through the valve. Information was provided that the valve leaked during the procedure resulting in approximately 300 ml of blood loss. Based on evaluation of the returned product, it is likely that tearing of the silicone discs contributed to the leakage. The appropriate personnel have been notified. We will continue to monitor for similar events. No remedial action is required at this time.

Event description:
During an endovascular repair to the abdominal aorta, the back end of the valve began to leak. The device was placed and the main body was deployed in the contralateral limb. It was noted that a fair leak was coming from the valve of the main body. The surgeon verified to make it sure it was tightened and in closed position; which it was. However; it continued to leak a constant drip. As suggested in the IFU, a bag of pressurized saline was used, however 300 ml of blood was lost. According to the initial reporter, the patient did not experience any adverse effects after this occurrence.

Event description:
During an endovascular repair to the abdominal aorta procedure, the back end of the valve began to leak. The device was placed and the main body was deployed in the contralateral limb. It was noted that a fair leak was coming from the valve of the main body, the surgeon verified to make it sure it was tightened and in closed position, which it was, however it continued to leak a constant drip. As suggested in the IFU, a bag of pressurized saline was used, however 200 ml of blood was lost. According to the initial reporter, the patient did not experience any adverse effects after this occurence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.